Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. There is no allegation that the death was device related. The cause of death has been requested, and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: outer insulation separation. Proximal segment returned and analyzed.